Event description:
A malfunction was reported on the pump while the customer was attempting to upload information. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the customer successfully resolved the issue without recurrence. The customer was advised to reach out again if the problem occurred in the future.